Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 434 mg/dl; cause was not known. Reportedly, customer attempted to self-treat by changing infusion set, cartridge and manual dose injection; however; was treated intravenously with fluids of saline and insulin to address the elevated bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.